Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the scope. There appeared to be some condensation at the lens, causing it to be cloudy to look through. Two accessories were received as well. The device has been sent to the original equipment manufacturer for further testing. A supplemental report will be submitted if additional information is received. (B)(4).

Event description:
The hospital reported that a scope was brought down to the biomed department from the operating room reporting that the vasoview endoscope eye piece lens was cloudy. The scope is under warranty until june 2011. The product was returned. No other information about the device is available.